Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is conservatively filed for death. The cause of death was not reported. It was reported that one mitraclip was implanted on (B)(6) 2013 in the patient with functional mitral regurgitation (mr) reducing the mr from 4 to 1-2. On (B)(6) 2014 the patient was admitted to the hospital overnight with chest pain. On (B)(6) 2014 the patient began hospice care and expired on (B)(6) 2014. The relationship of the mitraclip to the patient's death has not been assessed by the study physician. There was no additional information provided.

Manufacturer narrative:
(B)(4). An investigation was not performed because the study physician indicated that the patients chest pain, fall, and death are unrelated to the mitraclip device and procedure. The death certificate listed congestive heart failure, cardiomyopathy, and coronary heart disease as the immediate causes of death. Another significant condition determined to have contributed to the death was cerebrovascular accident. Therefore, it was confirmed that there was no relationship between the reported adverse events and the mitraclip device.

Event description:
Subsequent to the previously filed report, additional information was received from the study physician who indicated that the patient death, chest pain, and fall are unrelated to the mitraclip device and procedure. The patient had a posterior head hematoma from a fall and a bruise on the right eye. The death certificate was received and listed three immediate causes of death: congestive heart failure, cardiomyopathy, coronary artery disease; other significant conditions contributing to death: cva [cerebrovascular accident].